Event description:
It was reported that the patient's first device was defective. The enterra was placed in her abdomen, but when she bent over the device blocked her intestine and it would flip. The system was explanted and reimplanted in her breast. The patient stated it was much better than the abdomen, but was difficult to heal from. It was noted that 90% of the patient's intestine was gone, and she was (B)(6). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 435135, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2011 (B)(6); lead model 435135, serial# (B)(4), I implanted: 2009 (B)(6), explanted: 2011 (B)(6).